Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open procedure, there was infection and wound healing issues where the device was used for wound closure.